Event description:
It was reported that there was fluctuating and high impedance, oversensing, and that the patient received 7 shocks due to noise. It was also reported that there was an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; partial lead in segments returned and analyzed.